Manufacturer narrative:
Results: investigation summary: DHR review for batch #4296684 (305270): manufacturing dates: all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4296684 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Please note, the integra product has a retractable needle safety feature. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the fact that no rejectable defect was found, CAPA is not required at this time.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while a consumer was using a 23 g x 1 in. Bd integra 3 ml syringe on her son. Halfway through administration, the syringe stopped. However, the consumer continued pressing to the top of syringe. The consumer heard a "click and pop" and thought the needle broke in son. The patient received x-rays in his arm, but the needle could not be found. No additional information regarding medical intervention was reported.